Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump esp button was hard to press. Customer¿s blood glucose was 213 mg/dl at the time of incident. The customer stated that time advances. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.